Event description:
It was reported that the patient¿s ipg did not communicate with external devices following an unrelated surgery. Reportedly, the igp was not places into surgery mode prior to the procedure. A manufacturer representative was able to troubleshoot and recover the ipg. Issue resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. A rep was able to troubleshoot and recover the ipg. Issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.